Manufacturer narrative:
The exact date of event was not reported. The retrospective study date of january 1, 2011, is used for the estimated date of event between january 2011 and december 2022. The literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: reiko yamada; naohisa kuriyama; takamitsu tanaka; kenjie nose; yoshifumi nakamura; tetsuro miwata; junya tsuboi; shugo mizuno; hayato nakagawa. "Inside stent placement is suitable for preoperative biliary drainage in patients with perihilar cholangiocarcinoma." Bmc gastroenterology (2024) 24:174. Imdrf patient code e0506 captures the reportable patient complication of "bleeding."

Event description:
Note: this report pertains to one of three devices mentioned in the literature article. Refer to manufacturer reports # 3005099803-2024-05700 and 3005099803-2024-05701 for the associated device information. Boston scientific became aware of events involving a flexima biliary stent with delivery system, advanix biliary stent with naviflex rx delivery system and spyglass ds direct visualization system through the article, inside stent placement is suitable for preoperative biliary drainage in patients with perihilar cholangiocarcinoma, by reiko yamada, et al. According to the article, a retrospective study compared the use of internal stents (is) and conventional stents (cs) for preoperative endoscopic biliary stenting (ebs) in patients with localized perihilar cholangiocarcinoma (lphc) from january 2011 to december 2022. One patient in the cs group experienced bleeding. Please see the referenced article for full details and full listing of physicians and healthcare facilities.